Event description:
Related manufacturer reference number:2017865-2022-50399. It was reported that the pacemaker exhibited premature battery depletion. It was also noted that the right ventricular lead exhibited high capture thresholds. The device and the lead were explanted and replaced. The patient was in stable condition.